Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stock out reports did not print. A technical support specialist (tss) reviewed previous cases and confirmed that the site had already been migrated to a gmsa account, which aligned with the known issue in knowledge article, report does not generate when gmsa account was used in report composer config tool. The printer showed active status, and bulletin history confirmed that non-bulletin reports had printed, though stockout bulletins did not. Tss added the gmsa account to the necessary local security groups on the database server, verified the report composer logon account, confirmed care fusion service account permissions, and checked ssrs access. Tss identified that the service account could not connect to the ssrs bulletin data source and successfully tested connectivity before product service engineer (pse) reverted the latest bulletin for reprocessing. Although the customer continued reporting missing stockout bulletins, tss confirmed from current logs that the stockout report was showing as printed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, reports printed inconsistently and stock-out reports failed to print in inpatient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.